Manufacturer narrative:
(B)(4). Field service specialist visited the account after the event and evaluated the star s4ir laser system, verified all laser functions were operating to amo specifications. During visit it was found that laser suite temperature air and humidity control requires attention. The air flow is directed down on to the patient when he/she is lying on the treatment bed. It was recommended that this is addressed, the humidity is not controlled and was as high as 70 percent, which is above the recommendations for operating the laser. The user has a mobile de-humidifier to control the humidity and it was recommended that this should be left on at all times. Possible contributing issues investigated were, chamber passivation, worked on stabilizing the chamber output, now passing laser stability tests. It was noted that laser is used once a month and it was recommended to the user to power the laser at least once a week and perform calibrations (fire laser) during that day to reduce chamber passivation occurrence. Checked the cameras for tracking issues - intermittent camera warning observed during calibrations, rerouted cables, reseated the camera tracker boards in the direct current box, computer, no further tracking problems found. Calibration, alignment and verification of optics function was done.

Event description:
It was reported that patient underwent bilateral uneventful femtolasik procedure on (B)(6) 2016 and presented seven months post op complaining of poor vision. Most significant parameters preoperatively were: manifest refraction: right (od): -2.75 -0.50 x 63º. Best spectacle corrected visual acuity (bscva) 1.0 ( 20/20); left (os): -3.50-0.25 x 150º. Bscva 1.0 ( 20/20). Pachs ( ultrasound): 595 od // 614 os. Pupillometry 4mm od // 4.5 mm os. Keratometry od 45.75 x175º //46.00 x 85º; os : 42.75 x162º // 45.50 x72º. Preoperative topography: both eyes show with the rule, regular astigmatism, with normal anterior and posterior elevations. Active tracker was enabled in both eyes. Postoperatively , patient had loss of uncorrected visual acuity (ucva) in right eye of 20/25. No postoperative refraction or best spectacle corrected visual acuity (bscva) is provided available. His post ops topographies show a corneal irregularity consistent with central island.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 1/31/2002 however, the manufacturing site has provided the date as june 2001. Additional information: surgeon reported that for this patient's right eye the flap of 8.8 mm was made at a depth of 120um and the ablation diameter for the excimer laser m. Eclipse was 6.5 x 6.6 mm and the m. Blend was 8.0 mm. For the left eye the flap had 9.1 mm in diameter and a depth of 120 um. The diameter of the ablations with the laser excimer m sphere of 6.5 mm and m blend of 8.0 mm. Both treatments were performed focusing pupil and ablating stroma. The laser excimer ablation performed by the surgeon is always smaller than the flap diameter. They reported that when making the flap with the intralase they always take into account the ablations to be treated.